Event description:
It was reported that during a coronary stenting procedure, a stent dislodgement occurred. The target lesion was located in a severely calcified and tortuous circumflex artery (cx). A 4.0 mm non-bsc bare metal stent was placed in the proximal cx. An edge dissection was noted distal to the stent. The physician attempted to place a 3.0 x 12 mm liberte' stent to treat the dissection, however, while advancing through the previously placed stent, a strut from the liberte' stent caught on the previously placed stent and dislodged from the balloon. The physician rewired and attempted to snare the dislodged stent, however, the guide catheter backed out and the stent was lost. The physician attempted to locate the dislodged stent under fluoro, but it was unable to be found. The procedure was completed with balloon angioplasty. No further pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
Prod analysis confirmed the difficulty stated in the complaint. A visual and tactile inspection along the entire length of the returned stent delivery sys (sds) found only that the stent was missing from the delivery sys. The stent impression could still be seen on the balloon, indicating that the stent was originally crimped in the proper location during mfg with respect to the markerbands. There is no evidence of mfg defect or anomaly within the mfg records reviewed for the reported batch. It was not possible to determine how or when the stent dislodged from the sds. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.